Event description:
The facility's clinical nurse reported to baxter (B)(4) that a clearlink continu-flo set had a leak on the tubing between two injection sites. This occurred while the nurse was priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.